Manufacturer narrative:
Bci field service engineer (fse) was on site on (B)(6) 2011. The fse found a blockage in a quick disconnect fitting connected to line 180. The fse cleared the blockage and vacuum was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak in the cap piercer area on unicel dxc 800 pro synchron clinical system. The customer stated the fluid appeared to be wash solution. No injury was reported, and there was no effect to patient or users.